Manufacturer narrative:
The reported field event of oversensing was confirmed by reviewing the egms in the device image. The reported field event was caused by external (non-device related) factors. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The device's functionality was bench tested; telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench. No anomaly was detected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustain rv oversensing was noticed. Competitor rv lead noise was also observed and replacing the lead was recommended. No programming changes were made. The patient was stable. It was later noted that the patient has not been schedule for replacement.

Event description:
New information notes that on (B)(6) 2020, the device was explanted during a competitor rv lead procedure and the new system was moved to the right side as the left side was occluded. The patient was stable.